Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a low blood glucose that was not related to the insulin pump. The customer stated that her sister called the paramedics, however no treatment was given. The paramedics only checked her blood glucose to be sure the device was functioning properly. Nothing further reported.